Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis exera iii colonovideoscope exhibited that the air channel was blocked. There were no reports of patient involvement.

Event description:
It was reported that the colonovideoscope's air channel was blocked. This was found during reprocessing.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information, corrections, and the results of the legal manufacturer's final investigation. New information added to the following fields: d8, h4, h6, h11. Corrected information added to b5, d4, and g3 of the initial medwatch should be updated (B)(6) 2024 and not (B)(6) 2024 as initially reported. The device was returned to olympus for evaluation, and the reported event was confirmed. There was foreign material found clogging the nozzle. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.